Event description:
It was reported that the pt received a durom hip generic in 2004 and underwent a revision surgery in (B)(6) 2012. It was further mentioned in the report that the pt started to suffer from severe health problems. Since only the month and the year of the revision surgery date was mentioned in the report we assume that it was the first day of this month.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As neither article nor lot number is known, the review of the quality records could not be performed. Should additional information become available and/or the devices be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with EU durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the u.s. Which was initiated in (B)(6) 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's ref number of this file is (B)(4).